Manufacturer narrative:
The field service engineer (fse) inspected the device and replaced the battery. The ventilator passed all tests and operated within the manufacturing specifications. It was also reported that the ventilator fell on the ground. No patient involvement at the time of the event occurred. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the battery does not charge. The customer reported there was no patient involvement.

Manufacturer narrative:
It was inadvertently reported that the ventilator fell on the ground.